Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: bilateral oophorectomy. Event description: the trocar broke off and a piece fell into the patient's abdomen. The piece was removed using graspers. The piece was clear in color. This was a piece of the inner seal. They were using [an energy device] at the time of the event. This occurred around the middle of the procedure. The device was removed and replaced with another applied medical trocar. There was no patient injury. The device is available for return. Additional information was received via telephone on 03/25/2019 at 8:14am from materials manager: the event date was (B)(6) 2019 and the distributor that they used for the trocar was []. Patient status: no patient injury occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic component of the seal and the septum, a rubber internal component of the seal, were damaged. Based on the condition of the returned unit and the description of the event, it is likely that the torn septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: bilateral oophorectomy. Event description: the trocar broke off and a piece fell into the patient's abdomen. The piece was removed using graspers. The piece was clear in color. This was a piece of the inner seal. They were using [an energy device] at the time of the event. This occurred around the middle of the procedure. The device was removed and replaced with another applied medical trocar. There was no patient injury. The device is available for return. Additional information was received via telephone on (B)(6) 2019 at 8:14am from materials manager: the event date was (B)(6) 2019 and the distributor that they used for the trocar was []. Patient status: no patient injury occurred associated with the complaint event.